Manufacturer narrative:
H6: investigation summary one open 31g x 5mm pen needle sample was returned from an unknown lot. No., cat. No. 320129. Visual examination was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified h3 other text : see h10.

Event description:
It was reported that prior to use the bd microfine plus¿ pen injector needle would not attach to the pen. The following information was provided by the initial reporter, translated from japanese to english: a patient brought one complaint product to the pharmacy, stating that the pen needle could not be attached to the pen.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use the bd microfine plus¿ pen injector needle would not attach to the pen. The following information was provided by the initial reporter, translated from (B)(6) to english: a patient brought one complaint product to the pharmacy, stating that the pen needle could not be attached to the pen.